Event description:
Intervention occurred on a lesion in the mid portion of the saphenous vein graft to the lad. A filterwire ez device was used. Everything was delivered fine initially but the second stent could not be delivered. As the physician tried to remove the entire system, the stent would not come out of the sheath area in the groin. The filterwire was still there. The physicin was advised to leave the filterwire in place, in case the stent dislodged and went distal, the filterwire filter would stop it. While trying to remove the stent out of the sheath, the stent mashed down on the artery and sheared off the filterwire filter basket, cutting off both the suspension arm and the filter loop. This left the filter basket, loop and stent mashed down in the groin. The devices were removed by inserting a snare via the other groin and advancing it from one iliac arteyr across the arch to the other iliac artery to remove the stent, filter and filter loop. The pt was doing well after the intervention.